Event description:
The physician reports performing cataract surgery with attempted implantation of the intraocular lens in the left eye using the ez-28 inserter. During insertion the physician noticed that the haptic punctured the posterior capsular bag resulting in loss of vitreous. The lens was removed and a vitrectomy was performed. The physician elected not to replace the lens with a second iol. Reference MDR 1119279-2010-00120.

Manufacturer narrative:
Visual inspection of the returned lens found that the optic was torn in half and both haptics were bent, not meeting current standards. The delivery device (ez-28) was not returned to bausch + lomb. Due to the damaged condition of the lens, functional testing could not be performed. The root cause of the observed damaged cannot be determined. However, the lens damage is consistent with lenses that have been removed from the eye. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.